Event description:
Gaymar was notified by a home healthcare dealer that the wife of their pt had initiated action to recover damages sustained in an incident which occurred on january 2, 1997. On that date the wife of the pt allegedly climbed on an alternating pressure mattress that had been purchased for her husband. The wife claimed that the mattress baffling, or other barriers in the alternating pressure mattress, apparently failed causing the mattress to expand and expel her from the bed to the floor. The wife claims she sustained injuries to her lumbar spine as a result of "this defect". No evidence has been presented that either the incident or the injury occurred. To date we have been unable to examine the mattress and the dealer feels the mattress is lost. No explanation was given as to why the wife of the pt was on the mattress. The attorney for the wife claims the pick-up documentation indicated the mattress was defective. The dealer claims the note refers to what the wife said when she called the dealer to pick up the mattress: "this mattress is defective and I do not want it." Subsequent to this incident the wife contacted the dealer seeking financial relief for moneys owed the dealer for other items that were supplied.